Event description:
Initial report: this non-serious spontaneous case report from (B) (6) was reported by a customer on (B) (6) 2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference (B) (4). This case involves a (B) (6), female, patient, who received her second dose of poly-l-lactic acid (sculptra) therapy on (B) (6) 2010. She reported that the physician had pushed the needle all the way into her mouth and had injected some into her mouth. She also stated that the poly-l-lactic acid was administered into one location and caused a large lump and a bruise at the site. The patient also mentioned that with the first cycle, the physician went through eight needles, as the needles kept blocking. No additional treatment details were provided. Relevant medical history and concomitant medication information were not mentioned. Action taken/corrective treatment/outcome - unknown. Additional information received on (B) (6) 2010, from the local quality department: two ptc's (pharmaceutical technical complaints) were initiated: local ptc number (B) (4) was assigned for both cycles. Global ptc number (B) (4) was assigned to the poly-l-lactic acid involved in the second cycle. Additional global ptc is pending. Additional information received on (B) (6) 2010, from a physician: the global ptc number for cycle 1 is (B) (4). The reporter stated that the patient moved during the injection and this is why the injection was pushed through into the mouth. A 25 gauge needle, slightly bigger than the normal ones, was used because she feels it is better to use. The reporter stated the needle blockages are not an issue and that this happens many times. She stated that she doesn't believe it is related to the swelling. The reporter stated that the patient had more swelling on one side of the face than the other, and that this was the issue. The patient was given more injection on one side of her face because she needed more on that particular side than the other. The reporter called the patient who reported that "all was fine now." The first injection was given on (B) (6) 2010, and the second on (B) (6) 2010. The reporter stated that she prepares the product for use during two days, mixing with the agitator, and shakes prior to use.

Manufacturer narrative:
Information received on may 13, 2010 is considered non-significant.